Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the customer experienced intermittent loss of image during a procedure. When the loss of image occurs, the screen goes to color bars. It was noted that if the scope was disconnected and then reconnected, the image would be restored only to be lost soon enough after the rest of the day [sic]. Working with technical assistance, the issue was confirmed on one scope. The customer declined further troubleshooting/testing assistance with other scopes and opted to troubleshoot/test on her own. Additional information is unavailable at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. The definitive root cause of the reported event could be established. The probable cause has been determined as the line of the image signal is intermittently contacted/non-contacted. The possible causes are as follows: insufficient connection of camera head; poor contact due to failure of scope connector or dirt on contact; camera head cable break. Per the product instructions for use (IFU): "-make sure that the video connector, its electrical contacts, and optical connecting part are completely dry before connecting the plug to the camera control unit. If they are wet, wipe them according to the instruction manual for the encoder. Wet equipment could cause the image to flicker or disappear. -clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the camera control unit may break down and get damaged from overheating. -properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction may result." Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.